Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that in regards to the patient¿s back stim, the battery was screwed up. When the patient presses buttons, nothing happens. No further complications were reported or anticipated.